Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to complete the reservoir process since even the pump with no reservoir was showing the pump has 100 full reservoirs, unable to reach the insulin measure needed to complete tubing and reservoir. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and the customer reported that the pump did not alert low reservoir as expected. The units remaining in the reservoir were not greater than the programmed low reservoir settings. The pump did not pass displacement testing. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test and force sensor test, self-tests. Thus and software was utilized and downloaded trace/history files properly. Alarmed no delivery show in the trace/history files on 11/06/2024 22:12:23.000, 11/06/2024 22:13:13.000 and low reservoir alarm on 12/21/2024 07:46:41.000, 12/21/2024 11:46:43.000 during prime. No unexpected no delivery alarms, low reservoir/ device test failed anomalies were noted during testing. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. In conclusion, pump passed all testing required. Low reservoir/ device test failed anomalies, no delivery alarms not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.